Manufacturer narrative:
(B)(4) the dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that he experienced a skin reaction to the sensor adhesive on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated that the reaction looked like a burn, irritation, red rash and was itching underneath the sensor patch. Patient went to the endocrinologist but, was not prescribed any medication. Endocrinologist advised patient to use skin tac as a skin barrier. Date of endocrinologist visit is unknown. Additionally patient stopped using the sensor for three weeks to allow the site to heal. At time of contact the patient's skin was much better. No additional event or patient information was provided.